Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving a shock. The field representative noted that on the programmer screen it showed one shock delivered and one treated episode. However, the episode was not available. Boston scientific technical services (ts) was consulted and it was determined that there was poor telemetry between the programmer and the subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative re-interrogated the device and was able to retrieve the episode. The s-ICD remains in service and no adverse patient effects were reported.